Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the cardiac resynchronization therapy defibrillator exhibited post-sensed t-wave oversensing. Programming changes were recommended. The patient was stable.

Event description:
Additional information received that the patient presented in clinic. Programming changes were made to address the oversensing. The patient was stable.